Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset followed by a full power on reset (por) a few weeks later. After the resets, the ICD indicated that shocks had been delivered on different date than reported by the patient. In addition, the ICD delivered inappropriate shocks post reset due to atrial fibrillation (af) with rapid ventricular response. Furthermore, the ICD did not have wireless telemetry post resets. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an inconclusive result for an integrated circuit. Hybrid analysis revealed that the device power on reseted (por) during analysis during the execution of a ramware patch designed to measure the in can current drain. It did not por on the second attempt. Subsequent digital testing found the device failed the d268 fault grade (fg) test consistently. The stacked chip scale package (scsp) was removed from the hybrid and the d268 fg test failures followed the scsp during scsp system bread board testing. After the failing runs, the d268 fg test started passing consistently; the failure had cleared. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.